Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient notified that this cardiac resynchronization therapy defibrillator (crt-d) and the entire system were explanted due to vegetation on the leads. Infection was not related to the device. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Vegetation on the leads was suspected, the patient was septic. Infection was not related to the device. An infection is considered life threatening, a surgical intervention was necessary to resolve the issue. No additional adverse patient effects were reported.